Event description:
It was reported the patient had an infection on his right side system after explant. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product typ extension product ID 3387s-40, lot# v829968, product typ lead product ID 3387s-40, lot# v829968, product typ lead. (B)(4).